Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Lot number and expiration date - unknown. (B)(4). Manufacture date ¿ unknown. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2015-01470 / 01472).

Event description:
It was reported patient underwent a femoral nail procedure on (B)(4) 2015. During the procedure, the lag screw would not pass through the nail that was loaded onto the jig. Another lag screw was attempted but was unsuccessful. A competitor nailing system was utilized to complete the procedure. A delay of 90 to 120 minutes occurred.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted that the event was most likely due to surgical technique. However, root cause of the event could not be determined.